Event description:
The instrument is not expected to be returned. The scissors broke during a rhinoplasty procedure. A large part of the blade broke. No patient injury was reported.

Manufacturer narrative:
To date, the instrument has not been returned for evaluation. An investigation has been initiated based on the reported information.